Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Bd was unable to duplicate the customer¿s indicated failure mode (erroneous results) because no erroneous analyte was reported by the customer. The affected analyte(s) must be specified in order to perform clinical testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes exhibited interference during mass spectrometry testing. It is unspecified what interference or erroneous results were received. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes exhibited interference during mass spectrometry testing. It is unspecified what interference or erroneous results were received. No adverse impact was reported regarding the patient or user.